Event description:
According to a nurse, 3 times in the past 6 weeks the customer felt sick, had cold sweats and passed out, which she attributed to the fact the blood glucose readings from the contour next link were not always sent to the pump, and the customer would manually inject herself based on what she felt was correct. She typically self-medicated based on how she felt. When the meter and pump did communicate, there were no problems and she did very well. Customer was in and out of the hospital several times in the past months due to several health problems including chemotherapy and diabetes. Further information was not provided. Customer had no more strips. She was advised to return the meter for evaluation. A new meter was sent to her.